Event description:
The treating doctor reported that the patient had symptoms of lips hurting, infection, and a 103-degree fever, leading the patient to go to the hospital (unknown if admitted). The treating doctor shared that this was not related to an allergic reaction response but due to the elastics. No additional information is available at this time.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - gums, cheeks, or lips may be scratched or irritated by the product and its associated features". The treating doctor shared that the potential root cause of this event could have been the rubber bands (elastics) hurting the patient's lips. This event is being filed as an MDR as the treating doctor reported that the patient was using invisalign system aligners and reported symptoms leading to possible hospitalization. However, no further information regarding the possible hospitalization has been reported. Attempts have been made and additional information on the reported event is unavailable at this time. B3: the date of event is an estimated date based on the timelines reported to align by the complainant and compared to the patient information.